Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting rapidly and fluctuating. Additionally, the pump declared a power source alert when plugged into a wall outlet. Subsequently, the pump shutdown. Customer's blood glucose level was 87 mg/dl. Reportedly, the pump charged completely and the customer continue to use the pump for insulin therapy.